Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device restarted unexpectedly while ventilating a patient. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the occurrence of a restart, but revealed the occurrence of a total power failure and external battery communications lost alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the external battery communications lost alarm was due to a software issue and the total power failure was due to battery depletion. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device restarted unexpectedly while ventilating a patient. There was no patient harm or serious injury reported as a result of this incident.